Manufacturer narrative:
No malfunction is supported. The customer has indicated that a patient's lead had come off and a monitor technician "missed" the alarm and failed to notify nursing staff immediately. The patient coded during the time the leads were off. The customer has reported that the information center has been otherwise operational and the monitor technician has since been removed from her position due to this event and other concerns regarding performance. Due to the passage of time and the version of the central monitor the log data does not provide information on the specific time of the leads off event as this is an inop and only red alarms are stored in this version of the product. The other logs provided no longer contain the date in question as the customer waited over a month to request philips to review this information and the older data has since been replaced by more current monitoring data. The customer has indicated the case and complaint can be closed.

Event description:
The customer reported on (B)(6) 2018 that a patient death had occurred on (B)(6) 2018 and a request was made to review log data to determine if an alarm had occurred. The timeframe was 7:00 am to 12:00 in room 369 on (B)(4).